Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the end effector fell off of the device. The piece fell into the pt and was retrieved by a laparoscopic device. Another device was used to complete the case. There was no consequence to the pt.